Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra smart meter had a display issue. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient could not confirm when the alleged meter issue had started, but stated that is was 1-2 months prior to contacting lfs. She reported that she manages her diabetes using insulin (self-adjuster), and that in response to the alleged meter issue, because she allegedly was unable to see a result, she took a guess, and took an increased dose of insulin, taking ¿96 units¿ when her normal dose is 40-45 units twice per day. The patient reported that at an unknown time, after the meter issue began, she developed symptoms of ¿shaky, sweaty, dazed and confused¿. The patient reported that she required to self-treated the alleged symptoms, with some juice a few times, over 45 minutes, before she returned back to a normal feeling. During troubleshooting, the csr noted that it was not the first time the meter had been used, and there was no evidence of misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin in response to being unable to obtain a blood glucose result, due to the meter issue.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.